Manufacturer narrative:
A ge representative evaluated the system and performed a collimator calibration. The system operates as intended.

Event description:
The customer reported that the system rotored up but would not expose, (monitors were dark, loss of live image). There is no report of injury or death associated with the event described in this complaint.